Manufacturer narrative:
The device was received for evaluation. Visual inspection with the unaided eye revealed that the spike port cap was detached from the spike port tubing base. The missing spike port cap was not received and no damage was observed at the spike port tubing base. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml exactamix eva tpn bag was missing an administration port. This event occurred during compounding of the device. There was no patient involvement. No additional information is available.